Event description:
A malfunction alarm with code malf 12 occurred, which was resettable. There was no reported adverse impact to the customer¿s blood glucose level as they declined to answer regarding any change or it exceeded 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code occurred again.